Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient experienced decreased vision and the iol was noted to be subluxed. The iol was exchanged for another lens one week following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).